Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant falsely elevated enzymatic creatinine (ecrea) patient result was obtained on a dimension vista 1500 system. Siemens is investigating the event.

Event description:
A discordant, falsely elevated enzymatic creatinine (ecrea) result was obtained on a patient plasma sample on a dimension vista 1500 system. The elevated result was reported to the physician(s). The patient was hospitalized. The same sample was reprocessed on the same day on the same instrument and a lower result was obtained. A corrected report was issued. A new sample drawn the next day was processed on an alternate dimension vista system and a lower result was obtained and reported. There are no known reports of adverse health consequences due to the discordant, falsely elevated ecrea result or the hospitalization.

Manufacturer narrative:
MDR 2517506-2020-00030 was filed 24-jan-2020. Additional information (02-feb-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the discordant falsely elevated enzymatic creatinine (ecrea) result on the dimension vista 1500 system. Hsc evaluated the information provided and the instrument data files. Quality control results were within acceptance ranges and no similar events were reported with other patient samples. No dimension vista system or ecrea assay non-conformance was identified by the investigation. The cause of the discordant ecrea result is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.